Manufacturer narrative:
A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and leads found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to an infection caused by a spinal fusion.

Event description:
A report was received that the pt was explanted due to an infection caused by a spinal fusion.